Event description:
Event description boston scientific received information during routine follow-up, that the lead safety switch (lss) feature of the pacemaker was triggered on this right ventricular lead. Upon viewing electrograms during lead testing, the lead displayed noisy signals while a specific isometric exercise was performed. The patient reported this was the same type of exercise he routinely performed and that the same lead had previously become dislodged due to exercises performed following the original implant procedure. Presently, the patient was sent for a chest x-ray. Upon review, the x-ray appeared to indicate the insulation of the lead had been damaged. The patient reported feeling asymptomatic. Two weeks later, induced damage to the insulation was confirmed during a lead revision procedure. The lead was explanted and successfully replaced.